Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported that with the last lot of catheters the adhesives were wet all the time due to a possible housing defect. But the patient disposed of the entire lot related with the event and, therefore, does not have lot number or expiration date. No material is being returned. No adverse event alleged.